Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Contact with non-insulated area of grasping section: 1. Ultrasonic output was activated while grasping a tissue with the tip of the grasping section. The tissue pad came in contact with the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the grasping section to touch the probe. 3. Ultrasonic output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in ultrasonic mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added some load. Contact with a surgical instrument: 1. During output in ultrasonic, the probe came in contact with metal or a surgical instrument. A scratch was made on the probe. 2. The probe received an output load in ultrasonic or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when added some load. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In less than fifteen minutes of use, the probe of the subject device broke off inside the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported.